Manufacturer narrative:
The check of the DHR of the explanted cup did not show any anomaly on the (B)(4) cups manufactured with the lot # involved (201414071). By our traceability records, (B)(4) of these cups were implanted without receiving other complaints on this lot #. Explants and x-rays not available. By the investigation with the available info and the event description, this revision was not product-related but due to suboptimal implantation at the time of original surgery + greater trochanter fracture at that time. According to our pms data, the total revision rate related to delta tt cups is low ((B)(4)%). A total of (B)(4) revisions were reported specifically on a delta tt cup. The majority of these cases are septic or aseptic loosening of the cup from the bone.

Event description:
Primary surgery on (B)(6) 2015. According to the info received, cup was not seated fully at implantation and, in addition, greater trochanter fractured during that surgery and plated afterwards poorly. Patient had ongoing pain post-op so needed a revision surgery, performed on (B)(6) 2016. Cup was found to be loose and replaced, re-plated femur. Event occurred in (B)(6).